Event description:
The customer alleges that since the product has been changed, they can no longer regulate the blower. The water stopped after the pressure relief valve opened. The patient allegedly received a co2 blow into the artery and had to be placed onto a heart-lung-machine. The customer reported to have set up the unit according to the instructions for use. When the pressure relief valve opened, the customer reported pressure build-up and back-up into the saline bag. When the pressure relief valve closed, the customer reported there was no co2 and pressure cuff was used on the saline bag to increase pressure. The customer set the pressure at 5 bars, which is equivalent to 72 psi, well above the recommended pressure setting.